Event description:
Claw plate broke completely in half allegedly due to no solid construct beneath.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, no medwatch has been received from the user facility. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same report as 1043534-2009-00214.